Event description:
It is reported that a customer was in the hospital for low blood glucose of 42 mg/dl and wanted to know how turn off the sensor demo. The customer does not know what the caused the low blood glucose. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.